Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician planned to perform an pica aneurysm for embolization.. The physician getting access to the vertebral artery took magic 1.2fm after the preparation of the catheter navigated to the pica. The physician prepped the glue injected through the magic catheter. Magic 1.2 fm micro catheter unexpectedly ruptured during the injection of glue resulting in unintended embolization of normal vessels. It is a critical event and that led to cascade of events resulting in death of the patient. The physician return the product for evaluation of the magic catheter."

Manufacturer narrative:
Balt USA reference (B)(4). The product analysis was completed by manufacturer balt extrusion. Summary as follows: the defective device is returned into a virgen pouch. No balt packaging was returned; visual aspect: - presence of a clear cut at 6mm from the distal extremity; - residue are present into the hole; - the tube catheter is damaged. Flattened before and after the hole; - presence of bubble shape (residue) into the tube catheter; 1) device analysis: the affected device (magic1,2fm) has been returned and inspected in our quality laboratory. During our analysis, we noticed the following points: - a transparent solution is present inside the catheter - the magic is ruptured with a "bubble" shape on the turquoise pursil middle part. - the magic is kinked before and after the "bubble" shape on the turquoise pursil. 2) the lot history record (lhr) review: the lot history record (lhr) review did not highlight any anomaly which could potentially explain the issue experienced during the procedure. During the manufacturing process, several tests are performed: · 100% control of the integrity of the tube: visual inspection, · 100% control of internal lumen of the catheter by a smooth navigation of a gauge through the microcatheter over the entire length, · 100% controlled with a leakage/pressure test and 2 samplings are tested till bursting as destructive test. 3) information provided from the hospital: during the procedure, the doctor observed a leakage on the catheter: "the physician prepped the glue injected through the magic catheter. Magic 1.2 fm micro catheter unexpectedly ruptured during the injection of glue resulting in unintended embolization of normal vessels. It is a critical event and that led to cascade of events resulting in death of the patient. The physician returns the product for evaluation of the magic catheter." The issuer informed us that a 1cc syringe was used with magic catcheter during the injection of glue: "he was used merit medallion 1cc syringe and histoacryl (b braun) liquid was injected." 4) pms data in the incident description it is mentioned that the doctor observed a leakage of the catheter during the procedure. According to our post market data these kinds of catheters ruptures (i.e. With a tube dilation) are generally explained by overpressure above the maximum 7-bars limit or usage of syringe below 2,5ml. As indicated on the label and in the instructions for use: "never surpass the maximum working pressure of use of 7 bars/100 psi as indicated on the label. Never infuse with a syringe smaller than 2,5 ml (piston diameter smaller than 10 mm). At the slightest resistance during injection, immediately stop the injection and pull out the microcatheter".) In this case, it has been reported that the magic1.2f was used with a 1cc syringe. The use of a smaller syringe accentuates the pressure increase inside the microcatheter's lumen and could lead to the rupture of catheter. On the other hand, the kink observed on the catheter could also impacted the pressure inside the microcatheter lumen and led to the rupture of the catheter. 5) conclusion in conclusion, based on the description of the incident, the inspection of the returned product, the manufacturing records review and our post market experience on magic products, the cause of the incident you experienced is probably due to the use of an inadequate syringe and deformation of the catheter which led to an overpressure then a leak of the magic. The quality of the magic concerned does not seem to be involved as the review of manufacturing records did not reveal any anomaly. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the physician planned to perform an pica aneurysm for embolization.. The physician getting access to the vertebral artery took magic 1.2fm after the preparation of the catheter navigated to the pica. The physician prepped the glue injected through the magic catheter. Magic 1.2 fm micro catheter unexpectedly ruptured during the injection of glue resulting in unintended embolization of normal vessels. It is a critical event and that led to cascade of events resulting in death of the patient. The physician return the product for evaluation of the magic catheter." Additional information received from the issuer on 26may2025: "- could you please send us the anonymized procedure report? The physician did pica aneurysm for glue embolization. - could you please tell us if the physician felt any abnormal resistance, flushing the internal lumen of the magic ? No abnormal resistance, he flushed the internal lumen of the catheter. - could you please tell us if the physician felt any abnormal resistance during the injection of the embolic agent? During injection physician no abnormal resistance faced but after that the catheter distal 1cm proximally leaking the glue injection and he faced main vertebral artery, the glue injection was flying. - could you please tell us if the magic was used with a guidewire ? If yes, which type of guidewire? Yes , used with hybrid007d. - could you please tell us what type of syringe did you use ? And what type of liquid was injected? He was used merit medallion 1cc syringe and histoacryl (b braun) liquid was injected."